Manufacturer narrative:
Method: risk assessment; results: device history review, device evaluation, complaint history, could not be performed as no items were returned. Conclusion: the root cause of the reported event could not be determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that; patient underwent primary surgery on (B)(6) 2012 for an anterior fusion. On (B)(6) 2013 patient underwent a revision surgery due to two screws that broke in two.

Event description:
It was reported that; patient underwent primary surgery on (B)(6) 2012 for an anterior fusion. On (B)(6) 2013 patient underwent a revision surgery due to two screws that broke in two.